Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on an unknown date, an amplatzer amulet left atrial appendage occluder was implanted. On an unknown date, the patient had a late pericardial effusion. It was unknown if intervention was required. The patient status was unknown.

Event description:
N/a

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was reported that on an unknown date, an amplatzer amulet left atrial appendage occluder was implanted, the patient had a late pericardial effusion, and it was unknown if intervention was required. The patient status was unknown. Based on the information received, a cause for the reported incident could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.